Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that, during subcutaneous implantable cardioverter defibrillator (s-ICD) implant testing, the shock impedance was high. Which was suspected to be caused by adipose tissue. The conversion test was successful. Additionally, an x-ray was performed which revealed electrode migration. At subsequent, follow-up, the patient reported experiencing shortness of breath. Shock impedances low were also observed. A revision procedure was therefore performed, and the electrode was successfully repositioned. Then, the patient experienced infection and the s-ICD system was explanted. No additional adverse patient effects were reported.